Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system wireless trackers were not visible to the navigation system. The issue was resolved by restarting the imaging system. There was no impact on patient outcome. No additional information was provided.